Event description:
The translated customer reported symptom was that the paddles failed to discharge in manual mode and the device indicated a paddles related error. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The translated customer reported symptom was that the paddles failed to discharge in manual mode and the device indicated a paddles related error. There was no report of pt involvement or adverse pt impact. The local philips rep evaluated the device and replaced the paddle set to resolve this issue.